Event description:
It was reported that pump battery depleted quickly. There was no reported impact to the customer¿s blood glucose level. Technical support reviewed pump data and explained that delayed responses to alerts contributed to faster battery use, advised addressing alerts promptly, and noted no further follow up was needed because customer declined additional contact and was already in renewal process.